Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 60x12mm, concentric, in-stent restenotic target lesion was located in the non-tortuous and severely calcified left subclavian vein. A 12.0 x 60, 135cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, when the balloon reached the distal part of the stent, the balloon ruptured and the contrast medium overflew. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear was identified 4mm distal to proximal touch-up and extended distally along the balloon material to a position 17mm proximal to the tip. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 60x12mm, concentric, in-stent restenotic target lesion was located in the non-tortuous and severely calcified left subclavian vein. A 12.0 x 60, 135cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, when the balloon reached the distal part of the stent, the balloon ruptured and the contrast medium overflew. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).